Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, patient presented to the emergency room with increasing abdominal pain. On the same day abdominal x-ray and CT scan of abdomen showed evidence of free air in the abdomen. It was noted that patient's stomach was not buttressed up to the abdominal wall as it should be with the endoscopic tube placement. This caused leakage of gastric contents into the abdomen with resulting sepsis and peritonitis. Patient underwent uncomplicated laparotomy, washout of abdominal cavity, and revision of gastrostomy tube to prevent further leakage. Patient was transported to the recovery room in stable condition. The patient tolerated surgery very well and was stable on the ward recovering over the next several days. The patient completed a course of antibiotics and the tube was working appropriately to allow for administration of medication. On (B)(6) 2017, after patient was ambulating, tolerating a regular diet, and afebrile, patient was discharged from the hospital in stable condition.

Manufacturer narrative:
(B)(4).